Event description:
It was reported that the pacemaker system was explanted due to pocket infection. There were no consequences for the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.